Event description:
It was reported that the right atrial (ra) lead exhibited noise that was oversensed by the device. Also, the left ventricle (lv) lead exhibited high capture threshold. Both leads were explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
The event of high capture threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.